Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/2/2023, it was reported by a sales representative via (B)(4) that an ar-9545 univers revers reduction helper had a piece snap off. The case was completed using a different product. This was discovered during an unspecified procedure, with no reported patient harm. Additional information received on 11/7/2023: the ar-9545 univers revers reduction helper had a piece snap off inside the patient. All fragments were retrieved. There was no reported delay in the case. The case continued and the ar-9545 univers revers reduction helper was no longer needed to complete the case. This was discovered during a rtsa procedure on 11/1/2023.

Manufacturer narrative:
Additional information: h6. Complaint is confirmed. Functional testing was not performed due to the damage to the device. Visual inspection noted the device has a broken tip. The most likely cause for the reported failure can be attributed to use error due to excessive user-applied mechanical forces. Refer to the investigation photo.